Event description:
On (B)(6) 2013, the reporter contacted animas alleging a casing/condition issue. The reporter stated that when the patient was manipulating the pump, the u groove in the pump cracked and a few pieces broke off. The reporter verbalized concern that the clip may fall off then pull the site out, if left as is. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.